Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was missing the drain line cap. This condition was identified after the pouch was opened to prepare for therapy. The product was not used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and it was confirmed that the cap of the drain line was absent. Through visual inspection was possible to identify marks that the cap makes when it is collocated in the tube. This characteristic (marks in the tube) refers to the fact that the event was generated after the manufacturing process. The reported condition was verified. An assignable cause could not be determined. In addition, 12 retention samples were visually inspected. The samples have all their components and none is detached, the tubes are in good conditions and the texts in the packaging and the expiration date, manufacturing date and lot number are legible. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.